Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device could not be interrogated and there was no device reaction with magnet. Six months previously, the device showed a remaining longevity of 1.5 to 3 years. The device was explanted and replaced, and it was reported the patient 'feels good'.